Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise mix motor to resolve the issue. Beckman coulter internal identifier is (B)(4). Refer to MDR 9612296-2020-00085 which addresses the erroneous patient results generated on (B)(6) 2020. No patient demographic information was provided.

Event description:
The customer reported low ion selective electrode (ise) patient results on their au680 clinical chemistry analyzer. The results were reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event.